Manufacturer narrative:
One nt 2000ix neurotherm rf generator was received for investigation. No visual anomalies were detected in the visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in the investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period.

Event description:
During the procedure, the temperature would not increase higher than 38 to 39 degrees celsius and the procedure was cancelled. The voltage was noted to be low and the grounding pad, electrodes, cannulas, and adapter cable were exchanged, but the issue remained. There were no adverse consequences to the patient.